Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Estimated date of implant. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, myocardial infarction, thrombosis and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb devices referenced are being filed under a separate medwatch report.

Event description:
This information was obtained through a literature review of the article, bioresorbable scaffolds versus metallic stents in routine pci. The study involved 1845 patients. Clinical outcomes for the absorb and xience were as follows: repeat revascularizations [restenosis]; stent/scaffold thrombosis; myocardial infarction.